Manufacturer narrative:
The reported complaint was confirmed based on the mitigation done by the manufactured trained biomedical technician. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical engineer, he reseated the nic card on the right side and the issue was resolved.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) would not boot up. The ccm was connected to the left side network interface card (nic) and was rebooted. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.